Manufacturer narrative:
Tech - bed found in "down" storage area. After testing bed noticed head of bed was drifting downward slowly. After troubleshooting determined problem to be a faulty CPR valve. Replaced CPR valve to resolve this issue.

Event description:
Bed found in "down" storage area. Head of bed will not stay up. No injury reported.